Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. There was no adverse impact to the customer¿s blood glucose level. Customer primed the tubing and performed a supply change to try and address the issue.